Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right ventricle lead exhibited a one day event of high, out of range shock impedance (200 ohms). The physician advised on the day of the event, the patient had an ablation of tv arrhythmia, and that during the procedure the device was off. The physician advised typically the patients shock impedance is 77 ohms. The physician will monitor the patient closely through latitude. The device remains implanted. No adverse patient effects were reported.